Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Varying resistance/impedance, right ventricular (rv) pace impedance varied between ~480 ohms and ~1248 ohms between the week of (B)(4)-2010 and (B)(4)-2011. The device was note returned, but diagnostic information is consistent with reported event.

Event description:
It was reported that the patient was seen in the emergency room (ER) for syncope and at that time it was noted that there was variability and a decrease in the lead impedance since the last interrogation. Furthermore a few short interval counts were noted. It was further reported that the device inhibited, causing two pauses. Upon lead revision it was discovered that the lead was loose in the device header. The device and lead remain in use. No further patient complications have been reported as a result of this event.